Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("posterior rt cornual bulge possibly due to protrusion of her essure coil") in a 34 year-old female patient who had essure inserted (lot no: he012x6) for female sterilisation. The patient had a medical history of dyspareunia, parity 3, multi gravida, dyspareunia, abdominal pain, pelvic pain, nabothian cyst, pelvic pain, heart disease, unspecified, appendectomy, cholecystectomy, pelvic pain, depression, anxiety, depression, dysuria, blood in urine, cystitis, obesity and dyspareunia. Previously administered products included: ibuprofen and toradol. The patient had a family history of diabetes mellitus and leukemia. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy (tlh), excision of fallopian tubes and cystoscopy on (B)(6) 2022). Essure was removed on (B)(6) 2022. The reporter considered uterine perforation to be related to essure administration. The reporter commented: not more than one essure related surgery. Discrepancy noted: removal date on (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: there is visualization of normal endometrial cavity. The essure devices were positioned with no evidence of contrast material identified along either device. Conclusion:occlusion of fallopian tubes with essure device. [Pathology test] on (B)(6) 2022: g3 p3 history essure coils placed for sterilization in 2017 but they caused chronic right lower quadrant pain and dyspareunia. Please evaluate cornua for essure coils migration, etc. 6 weeks size uterus? Bulge posterior rt cornu normal tubes and ovaries. Final pathologic diagnosis: uterus, cervix and bilateral tubes (hysterectomy and bilateral salpingectomy): cervix with chronic inflammation. Secretory phase endometrium. Benign bilateral fallopian tubes. Metallic coils. Consistent with essure coils present (grossly appear appropriately placed). No dysplasia, hyperplasia or malignancy identified. Gross description: the specimen is bisected to reveal 2 identical, 2.0 cm in length by up to 0.4 cm in diameter intact, metallic, spiraled, springlike foreign bodies grossly consistent with, "essure coils" embedded in the right and left comu. They are grossly appropriately placed. Batch n: ohe012x6, production date: 2016-06-29, expiration date: 2019-06-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1620 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2017, the patient had essure inserted. On (B)(6), 2022, 1620 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("posterior rt cornual bulge possibly due to protrusion of her essure coil") in a 34 year-old female patient who had essure inserted (lot no. He012x6) for female sterilisation. The patient had a medical history of dyspareunia, parity 3, multi gravida, dyspareunia, abdominal pain, pelvic pain, nabothian cyst, pelvic pain, heart disease, unspecified, appendectomy, cholecystectomy, pelvic pain, depression, anxiety, depression, dysuria, blood in urine, cystitis, obesity and dyspareunia. Previously administered products included: ibuprofen and toradol. The patient had a family history of diabetes mellitus and leukemia. On (B)(6) 2017, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy (tlh), excision of fallopian tubesand cystoscopy on (B)(6) 2022). Essure was removed on (B)(6) 2022. The reporter considered uterine perforation to be related to essure administration. The reporter commented: more than one related surgery-no discrepancy noted : insertion date as per argus (B)(6) 2017 as per mr : (B)(6) 2017 discrepancy noted : removal date as per argus (B)(6) 2022 as per mr : (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: there is visualization of normal endometrial cavity. The essure devices were positioned with no evidence of contrast material identified along either device. Conclusion: occlusion of fallopian tubes with essure device. [Pathology test] on (B)(6) 2022: g3 p3 history essure coils placed for sterilization in 2017 but they caused chronic right lower quadrant pain and dyspareunia. Please evaluate cornua for essure coils migration, etc. 6 weeks size uterus.? Bulge posterior rt cornu normal tubes and ovaries. Final pathologic diagnosis: uterus, cervix and bilateral tubes (hysterectomy and bilateral salpingectomy): cervix with chronic inflammation. Secretory phase endometrium. Benign bilateral fallopian tubes. Metallic coils. Consistent with essure coils present (grossly appear appropriately placed). No dysplasia, hyperplasia or malignancy identified. Gross description: the specimen is bisected to reveal 2 identical, 2.0 cm in length by up to 0.4 cm in diameter intact, metallic, spiraled, springlike foreign bodies grossly consistent with, "essure coils" embedded in the right and left comu. They are grossly appropriately placed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records ...essure micro-insert embedded. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received : "medical device removal updated to essure micro-insert embedded", lot number, reporters information, patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.